Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of embedded device ('the particles of it were trapped in the womb') and medical device removal ('implant was surgically removed') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion. In 2012, the patient had essure inserted. In 2012, the patient experienced syncope ("fainted right after procedure") and complication of device insertion ("complication of device insertion"). In 2017, the patient experienced renal pain ("felt intense pain in her kidney") and cystitis noninfective ("continuous bladder inflammation"). In 2019, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced musculoskeletal pain ("constant shoulder pain"), urinary tract inflammation ("kidney inflammation"), liver disorder ("liver problems"), asthma ("asthma") with dyspnoea, spinal pain ("slit her so hard in her spine that she collapsed"), abdominal pain upper ("stomach pain") and urethral disorder ("urethra is widespread"). The patient was treated with surgery (essure removal and second surgery to have essure totally removed) and respirator. Essure was removed in 2019. At the time of the report, the embedded device, musculoskeletal pain, liver disorder, renal pain, spinal pain and abdominal pain upper had resolved, the urinary tract inflammation, syncope, complication of device insertion, cystitis noninfective and urethral disorder outcome was unknown and the asthma was resolving. The reporter considered abdominal pain upper, asthma, complication of device insertion, cystitis noninfective, embedded device, liver disorder, medical device removal, musculoskeletal pain, renal pain, spinal pain, syncope, urethral disorder and urinary tract inflammation to be related to essure. No further causality assessment were provided for the product. The reporter commented: after 3 months of insertion, exams showed essure settled properly in the fallopian tubes. Due to her stomach and shoulder pain she was less efficient at work and she had more and more difficulties breathing. There was almost no organ that did not hurt, and she experienced difficulties walking. Also, in her case examinations did not reveal the cause. Her implant was surgically removed in the summer, but at the same time they found that the particles of it were trapped in the womb, so she went to a second surgery to have it totally removed. Within three months, all the pain slowly subsided. She also felt relief in her lungs. For the first time, liver tests were also excellent, before that they thought she had a hepatitis. Patient was 46 years old when essure was removed. Most recent follow-up information incorporated above includes: on 29-nov-2019: the case (B)(4) was found to be duplicated from the case (B)(4)confirmed by physician during fup. The case (B)(4) was marked for deletion and all the information was transferred to the remaining case (B)(4). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of embedded device ('the particles of it were trapped in the womb') and medical device removal ('implant was surgically removed') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion. In 2012, the patient had essure inserted. In 2012, the patient experienced syncope ("fainted right after procedure") and complication of device insertion ("complication of device insertion"). In 2017, the patient experienced renal pain ("felt intense pain in her kidney") and cystitis noninfective ("continuous bladder inflammation"). In 2019, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced musculoskeletal pain ("constant shoulder pain"), urinary tract inflammation ("kidney inflammation"), liver disorder ("liver problems"), asthma ("asthma") with dyspnoea, spinal pain ("slit her so hard in her spine that she collapsed"), abdominal pain upper ("stomach pain") and urethral disorder ("urethra is widespread"). The patient was treated with surgery (essure removal and second surgery to have essure totally removed) and respirator. Essure was removed in 2019. At the time of the report, the embedded device, musculoskeletal pain, liver disorder, renal pain, spinal pain and abdominal pain upper had resolved, the urinary tract inflammation, syncope, complication of device insertion, cystitis noninfective and urethral disorder outcome was unknown and the asthma was resolving. The reporter considered abdominal pain upper, asthma, complication of device insertion, cystitis noninfective, embedded device, liver disorder, medical device removal, musculoskeletal pain, renal pain, spinal pain, syncope, urethral disorder and urinary tract inflammation to be related to essure. No further causality assessment were provided for the product. The reporter commented: after 3 months of insertion, exams showed essure settled properly in the fallopian tubes. Due to her stomach and shoulder pain she was less efficient at work and she had more and more difficulties breathing. There was almost no organ that did not hurt, and she experienced difficulties walking. Also, in her case examinations did not reveal the cause. Her implant was surgically removed in the summer, but at the same time they found that the particles of it were trapped in the womb, so she went to a second surgery to have it totally removed. Within three months, all the pain slowly subsided. She also felt relief in her lungs. For the first time, liver tests were also excellent, before that they thought she had a hepatitis. Patient was (B)(6) when essure was removed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.